Event description:
A customer reported an issue with a tandem mobi cartridge alarm that occurred during the cartridge loading process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support confirmed the issue and decided to replace the pump, providing the customer with a new pump featuring updated software. The customer was also advised to use multiple daily injections as a backup to ensure continuous insulin delivery and given instructions on handling the replacement process.